Event description:
The customer reported the system displayed an activate message and shutdown. This error will cause the system to lock up and have to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. This was likely a "test stop activated" error as the field engineer found a fast stop error in the events log. The system was tested and found to be working as intended and put back into service.